Event description:
The MFR rep reports the pt presented with an audible alarm coming from the pump and intermittent alarms since then. In 2006, the pt was seen at another facility for a prostate procedure. The pt underwent two MRI's and a microwave procedure. Post procedure, the pt noticed alarming coming from the pump. The pt presented to the hcp office where the pump was interrogated and found to be in safe state. The pump was reprogrammed to previously prescribed values. Since that time, the pt has reported intermittent alarming reoccurring. The pump has been reinterrogated and no alarms were active. The volumes were checked and found to be accurate. The pt is getting good efficacy and reports no symptoms. Add'l info has been requested but was not available on the date of this report.